Event description:
It was reported that high impedance was detected on a patient's new generator after battery replacement due to battery depletion. Pre-operative impedance values were unknown due to battery depletion of the previous generator. Lead pin cleaning and reinsertion was attempted, but did not resolve the high impedance. The lead pin was visually confirmed to be past the second connector block (i.e. Inserted fully). System diagnostics were run and showed high impedance. The surgery was ended. No further relevant surgical intervention has occurred to date. No further relevant information has been received to date.